Event description:
Information received from the field does not address the patient's clinical status but notes that the physician passed the atrial lead through the tricuspid into the ventricle. In an attempt to remove the lead for appropriate placement in the atrium, the helix broke off and remained embedded in the myocardial tissue. A new lead was placed and the implant was completed.